Event description:
Patient was seen in md office for routine follow up, she had her port accessed and flushed site ns 10mls and hep 100u/ml 5ml. Less than 5 minutes after port was flushed the pt stated that she felt lightheaded. The pt fainted in the exam room while being attended to by rn. Md was in exam room immediately after this occurred. The pt had no bp, hr-40's and o2-92%. The pt was treated with o2 at 2 1pm, d5ns 1000mls and atropine 0.3ml. Bp after atropine 103/80, hr-80s. Ems transported the pt from the physician office to the ER. Patient seen in ER with right flank pain, sternal chest pain and slight shortness of breath. Patient was admitted for observation, telemetry monitoring, check serial cardiac markers, vq scan to rule out pe b/c no peripheral venous access to do CT angiogram. Impression- syncope, chest pain. Dose or amount: 500 units, route: IV bolus. Dates of use: 2008. Diagnosis or reason for use: maintain patency of implanted port. Event abated after use stopped or dose reduced? No.